Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a non-device related procedure. During the procedure a magnet was applied to this device. The device began emitting beeping tones and it was determined the magnet switch became stuck in the closed position. Boston scientific technical services (ts) assisted with troubleshooting to resolve the stuck magnet switch and discussed the option of a save to disk to analyze the impact to device longevity. Save to disk analysis was declined at this time. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.